Event description:
A physician was removing a large benign lipoma from the left forehead when a flash fire occurred. There was oxygen being delivered by nasal cannula and an electrocautery in use at the time. The pt sustained 1st and 2nd degree burns around her eyelids, nose and mouth. A product code or lot number was not provided.